Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an episode where she felt a strange sensation from her head to her toes. Then, she blacked out and was found on the floor. The patient was a little weak and shaking, therefore technical services advised of contacting clinician or seeking medical attention as needed. The ICD remains in service at this time. No additional adverse patient effects were reported.